Event description:
An ophthalmic surgeon reported an intraocular lens (iol) was found to have a missing haptic during implant surgery. The iol was not implanted and the pt was sent home aphakic. The pt returned two days later for another iol to be implanted. Additional info was received. The reason the pt was sent home aphakic and required an additional procedure two days later, was due to the user facility not having a backup lens available at the time of the initial surgery. The surgeon reported in cases like this, where the iol is a high diopter he does not have a back up lens available; cases where common diopter lenses are used he usually has back up lenses available. This pt was reported to be doing "fine" following the iol implant procedure. Additional info was requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The haptics were damaged, but neither haptic was missing; optic damage was also observed. The lens was observed to be improperly re-cased by the customer when returned, which resulted in further haptic damage. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Results from the product history record review indicated the product met release criteria. There have been no other reports in this lot number. Additional info was requested. This report was mailed to FDA on: 10/16/2009.